Event description:
A malfunction on the pump was reported by the caller, who noted no significant events occurred beforehand. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the malfunction code, which did not recur. The customer was advised to continue using the pump and to call back if the issue reappears, which they understood.